Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedance measurements and low amplitude. At this time, no changes have been performed. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.